Event description:
Three devices (cev177a10, cev150a7, and cev150-3) were returned to mxi service and repair. "Replacement request/non-performing trocar/important leak."

Manufacturer narrative:
Device two: cev150a7 (lot: 201202mf1) mfg date: 02/01/2012. Device three: (lot: 201201mf1) mfg date: 01/01/2012. (B)(6). Cev177a10: eval of this instrument indicated that the trocar presented with a significant leak inside and at the red joint level. The red joint presents a non-conform diameter. The area under the magnetic disc presented particles that could lead to leaks. It was recommended that the clients clean the instruments with care before use. Cev150a7: no problems were found during eval and this instrument was functioning as designed. Cev150-3: no problems were found during eval and this instrument was functioning as designed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).